Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported a valved trocar leaked during a vitrectomy procedure. Pt harm is unk at this time. Additional info has been requested but none received.